Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed an error message on (B)(6) 2016. Date of issue is an approximate. There was no report injury or medical intervention. No additional patient or event information is available.